Event description:
10069217---needle issue; 10069327---product quality issue from jpsr: this writer was giving a patient a vaccine and the vaccine squirted out the medication on the side. The medication was a high dose flu vaccine lot number #: ut8470da, ndc: 49281-124-88. Needle was a 25g 1 inch needle lot number: 4326974.